Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified distal left anterior descending (lad) artery which had restenosis and a moderately tortuous and moderately calcified mid left circumflex (lcx) artery. On (B)(6) 2016, the patient presented with unstable angina. The vessel was confirmed to be greater than 2.5 mm. Pre-dilatation was performed with a 3.0 x 12 mm nc trek balloon catheter. Residual stenosis was reduced to less than 40%. On three absorb scaffolds (2.5 x 28 mm and two 3.5 x 28 mm) were implanted. A 3.5 x 15 mm nc trek balloon catheter was used for post-dilatation. The residual stenosis was less than 10%. Imaging was not performed to confirm the scaffolds were fully apposed to the vessel wall. On (B)(6) 2016, the patient returned with chest pain and in-scaffold restenosis was observed in one of the 3.5 x 28 mm scaffolds. A 4.0 x 33 mm xience xpedition stent was implanted on (B)(6) 2016 in the ostial lad to treat the restenosis. The patient was compliant with dual antiplatelet therapy. No additional information was provided.